Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a rewind attempt. The blood glucose reading was 210 mg/dl. No significant events leading to the alarm were observed, advised discontinuation of the insulin pump. Nothing further reported.